Event description:
A report was received that the clinician was a performing an abg draw and was splashed by blood. Reportedly the technician removed the cannula and was attempting expel air through a filtered endcap when the luer broke splashing blood in the technician face.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.